Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the electronic gas delivery system produced a "low air supply" error message. The user reported there was an issue with the facilities operating room air supply. Manual use of the gas delivery system remained available. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.